Event description:
Customer reported that he received a no delivery alarm during the prime. He stated that he took tubing from his old infusion set and connected it to the reservoir and insulin was able to exit the tubing. The blood glucose reading was 302 mg/dl. He stated that the cannula was not bent. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.